Event description:
During the service, eval conducted on the pneumatic drill, it was discovered that the pneumatic hose had a hole in it. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
Device was received by the MFR and a visual examination of the hose confirmed that the pneumatic hose was torn or cut, so the hose assembly was replaced. The device was repaired and returned to the customer.